Event description:
The customer received a blood glucose result of 167mg/dl and went to sleep. The customer was found unresponsive in bed the next morning. Paramedics were called and they received a result of 40mg/dl. The customer was given sugar and was taken to the hospital. Her doctor took the customer off of glyburide. The customer stated, the strips had possibly been exposed and had been receiving high results. Level one control was out of range. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.